Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump kept alarming continuously. The customer¿s blood glucose was unknown. Customer removed the battery but it kept alarming she put the battery back in and it is alarming still. Customer was stated that there was an x on the insulin pump screen and it will not do anything with any button press. Customer was advised to remove the battery and then assisted with putting insulin pump in storage mode. Call was disconnected, tried to call back again but there was no response. Insulin pump will not be returned for analysis.